Manufacturer narrative:
The insulin pump was received with intermittent button response and button error alarm due to corroded keypad traces. Device had cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Event description:
Customer's spouse reported via phone call that the buttons were not responding and the insulin pump alarmed button error. The customer did not recall any significant events leading to the alarm. Blood glucose value was 160 mg/dl. It was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.